Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a glucose value of 66 mg/dl and concurrent fingerstick confirmation of 78 mg/dl after treatment of orange juice. Investigation of this case revealed no device malfunction and that the event resolved with standard oral glucose treatment. Symptoms included feeling foggy consistent with hypoglycemia. Outcomes included the need for oral carbohydrate treatment and no hospitalization. It was concluded that the event was hypoglycemia with an unclear cause and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.